Event description:
It was reported that the reservoir of a basal/bolus infusor ruptured. This occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this occurred during filling with three non-baxter drugs and normal saline. The intended fill volume was 100 ml. The lot was manufactured from november 22, 2011 to november 23, 2011. Evaluation summary: visual inspection found no evidence of a ruptured reservoir. A functional leak test was then performed by refilling the reservoir with colored water and observing for leakage; again, no evidence of a ruptured reservoir was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.